Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the quantum controller showed an f4 error. This was noticed during set up of shoulder joint surgery, therefore, no patient was involved. A backup device was available, and no significant delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, functional testing could not be performed. Visual inspection of the customer provided picture shows a quantum unit with ether the 27 pin port pulled out of the unit or a 27 pin wand connector stuck in the unit. The provided picture does not match with the current report of a f4 fault. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.